Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired in 2013. Device did not work. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.